Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-09412 reportable based on completed device analysis of the related burr complaint on 26feb2016. It was reported that the burr was stuck in the lesion, ventricular fibrillation and patient death occurred. Vascular access was obtained through the radial artery. The target lesion was located in a moderately tortuous and severely calcified proximal to middle left anterior descending artery (lad). A 1.50mm rotalink plus was used for treatment. During procedure, after performing ablation in the proximal lad, the physician positioned the burr in the distal of the middle lad; however, it was noted that the burr was stuck in the lesion. The burr was attempted to be removed; however, the physician failed. An unspecified 7fr system was inserted from the femoral artery and an unspecified 0.014 wire was advanced through the 7fr system; however, the wire was unable to cross the lesion. While the procedure was done, patient's condition changed and ventricular fibrillation was noted. The patient was then sent for surgery; however, the patient died. It was noted that the physician considered that the cause of death was aorta dissection. However, device analysis of the related burr complaint revealed the rotawire became stuck on the burr.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has stuck on rotablator, as part of overall visual revision. The device was returned loaded into the rotablator, the wire has the body kinked near to proximal section also it has the distal tip kinked and stretched, the catheter has a kink in the middle of the device probably the wire is kinked in this section too. The wire couldn't be removed from the rotablator. The overall length, outer diameter of distal tip, outer of middle of the device couldn't be measured due to the device condition. All other outer diameter are within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-09412 . Reportable based on completed device analysis of the related burr complaint on 26feb2016. It was reported that the burr was stuck in the lesion, ventricular fibrillation and patient death occurred. Vascular access was obtained through the radial artery. The target lesion was located in a moderately tortuous and severely calcified proximal to middle left anterior descending artery (lad). A 1.50mm rotalink plus was used for treatment. During procedure, after performing ablation in the proximal lad, the physician positioned the burr in the distal of the middle lad; however, it was noted that the burr was stuck in the lesion. The burr was attempted to be removed; however, the physician failed. An unspecified 7fr system was inserted from the fermoral artery and an unspecified 0.014 wire was advanced through the 7fr system; however, the wire was unable to cross the lesion. While the procedure was done, patient's condition changed and ventricular fibrillation was noted. The patient was then sent for surgery; however, the patient died. It was noted that the physician considered that the cause of death was aorta dissection. However, device analysis of the related burr complaint revealed the rotawire became stuck on the burr.